Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed to send transactions to the server and remained in retry mode despite attempting manual recovery. A technical support specialist (tss) connected to the station running es and reviewed the station logs, identifying a retry error. A station database backup was completed, and troubleshooting was performed per knowledge article title medstation es-retry mode: insert into tx.encounteritemtransaction-mismatching adt.encounterpatientlocationkey. Log review showed a data synchronization caused by a structured query language foreign key constraint violation during an insert operation into the encounter item transaction table, related to a missing encounter snaps hot key in the encounter snapshot table. The station last successful upload was noted. The station was synchronizing correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that pyxis was not sending transactions to the server and remained on retry mode. The customer attempted to follow the procedure outlined in the manual recovery, but it does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.